Manufacturer narrative:
An event of tissue erosion, a new shunt, and device explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt100092311 revision b, "certain patients may be at higher risk for complications such as tissue erosion and device embolization. If higher risk patients have devices implanted, closer follow-up is warranted... Higher risk patients include: patients with deformation of the device at the aortic root, patients with high defects (minimal aortic and superior rims) and patients with ivc rim deficiency."

Event description:
On (B)(6) 2019, a 22mm amplatzer septal occluder was implanted. Post implant, no shunt was observed and the patient was discharged. Four months post implant, the patient was rescanned with transesophageal echocardiography and a new shunt was observed. The device looked to be in a stable position and the patient had no adverse symptoms. On inspection, the superior rim was small and erosion was evident. In october, the device was explanted and the defect was closed with a patch. The patient is recovering from surgery. No additional information was provided.